Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v484484, implanted: 2010-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v519456, implanted: 2010-(B)(6), product type: lead. Product ID: 3058, serial# (B)(4), implanted: 2010-(B)(6), product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported that he could not communicate with his programmer and the stimulator, and this could be because the neurostimulator (ins) battery was depleted as it was implanted in 2010. It was later reported that patient tripped and fell and banged his head 6 or 7 days prior to this call and was admitted to the hospital for unrelated reason to his device or therapy and could not communicate with his device. It was indicated that if could not communicate he could not adjust it. The patient reported that the last time he felt stimulation was 3 days prior to this call. The patient reported he had not been using his programmer because it was doing it thing and working. It was later reported that patient had no stimulation sensation. It was reported seven days later that patient was having in inability to void and stated that the stimulation system was not working. The health care provider wanted to know if they should fix the system or teach the patient to self-catheterize for symptoms. The hcp did not know when the system stopped working. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.